Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. A 2.25 x 24 synergy¿ drug-eluting stent was advanced but resistance was encountered. When the device was removed, it was noted that the mounted stent was lifted. The procedure was completed with another 2.25 x 24 synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the stent found that on proximal stent rows 1-2, the stent struts were lifted and pulled distally. The undamaged crimped stent outer diameter (od) was measured and is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The tip was visually and microscopically examined and signs of damage were noted at the distal edges of the tip. This type of damage most likely occurred when the tip was pushed against a restriction. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force that could have been applied on the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. A 2.25 x 24 synergy¿ drug-eluting stent was advanced but resistance was encountered. When the device was removed, it was noted that the mounted stent was lifted. The procedure was completed with another 2.25 x 24 synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was stable.